Event description:
While rn was flushing the 22-gauge angiocath autoguard IV catheter, the external hub broke off from the internal portion of the catheter leaving piece of the catheter in situ. The vascular access team (vat) was notified. The vat identified the catheter to be still within the vessel just above the left antecubital fossa. Patient required surgery to remove the remaining catheter and vascular surgery was notified.